Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity, device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implant prostheses and experienced bilateral cutaneous contour deformity and device migration postoperatively. The patient reports that her breasts appear severely rippled, and her skin looks like hanging over her implants bilaterally. In addition, the patient states that her implants were bottomed out bilaterally according to her physician. As a result, the patient is scheduled to undergo bilateral removal and replacement with unspecified breast implants on (B)(6) 2020. This report is for the left-sided prosthesis.